Event description:
During a laparosocpically assisted vaginal hysterectomy procedure, an injury occurred to the common iliac artery and the vena cava following the use of the device. The surgeon converted the procedure to a formal laparotomy and sutured the lacerated vessels. The hosp reported that the pt's condition is satisfactory.